Manufacturer narrative:
Manufacturing reference number 1627487-2019-04518, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.

Event description:
Reference MFR. Report#: 1627487-2019-04519.reference MFR. Report#: 1627487-2019-04520.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown, model: mn10450-50a, drg lead, therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-04519, reference MFR. Report#: 1627487-2019-04520. It was reported the patient's drg system was explanted for an unknown reason. The date of explant is also unknown.